Manufacturer narrative:
Erroneous results were not reported as a result of this incident. A definitive root cause was not identified. Customer did not provide request log files to verify analyzer performance. Repairs and adjustments returned the analyzer to expected operation.

Event description:
The customer reported that the probe on the provue was leaking and possibly bent. There was no report of pt harm as a result of this event.